Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading. The customer declined to return the infusion set for analysis, but he stated that he would like to return the reservoir for analysis. The customer stated that he did not change the infusion set, but he rewound the insulin pump and verified how much insulin had been delivered. He input the remaining amount using a manual bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.